Manufacturer narrative:
Additional information was added to h4 and h6: h4: the lot was manufactured from march 18, 2020 - march 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with fluorouracil and 0.9% sodium chloride to a total fill volume of 200ml. It was further reported that approximately 50ml solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.